Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of the event is estimated.

Event description:
Related manufacturer report 1627487-2021-16652. It was reported that patient experienced ineffective therapy due to high impedance issue was observed on the lead contacts. The lead was explanted, and new leads were implanted. There were no complications during the procedure. Patient was stable. It is unknown which lead was explanted therefore both leads are being reported.